Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Issue reported as alert could not be cleared by operator. (B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Event description:
The customer reported that the device is giving a battery error message. There wasn't any negative patient impact.